Event description:
It was reported that post op, the drill bit is stuck in the debrider and could not be removed. There is no patient impact.

Manufacturer narrative:
H3: the device was returned in a resealable bag. The device was stuck in the collet, and the irrigation port rubber was stretched when returned. Upon return, traces of contamination were observed on the outer tube, and the outer hub was damaged. The device could not be removed from the collet by hand. For further analysis, a pair of pliers were used to cut middle of the outer/inner tube to release the proximal end of the inner assembly. Once the proximal end of the inner assembly was released from the outer assembly, it was observed that the inner shaft had striations, and the distal end (outside diameter) of the inner hub was deformed. The distal outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured up to 0.362 inches in deformed area which was out of specification. The functional testing could not be performed due to defective condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.